Event description:
Litigation alleges patient had acetabular cup detached, disconnected and created metallic debris, and/or loosened from acetabulum, caused severe pain and inhibited ability to walk after asr hip implant.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-04312. This report, 1818910-2013-03423, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-04312.

Event description:
Update: (B)(6) 2013 - patient's medical records were received. Records indicate the patient was revised to address increased metal ion levels and clicking in the hip. Upon revision metallosis, and ossification of the greater trochanter were found. The cup was found to only have fibrous ingrowth. No new information that would change the existing MDR decision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.